Event description:
Pt's oxygen saturation being monitored by pulse oximetry on ear. Probe monitored through massimo module, which interfaces with phillips monitor. Pulse oximetry readings of 96-98%. At 0400, reading of 96%. Routine abg's done showing po2 38, oxygen saturation of 74%. Probe moved to monitoring through phillips - readings the same as abg's. Ear probe removed. Finger probe placed.